Event description:
It was reported that the patient experienced a "loss of therapeutic effect" since "about three months" prior to report. With the stimulation on a maximum setting, the patient reported that they "couldn't feel stimulation." It was additionally reported that the patient had been falling "due to parkinson's disease" and that the patient was "in rehab from a fall down the stairs on (B)(6) 2013. The patient's status at the time of report was unknown. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v800436, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).